Event description:
The patient is reportedly experiencing no sound. External equipment was exchanged, however this did not resolve the issue. Device testing revealed abnormal results. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.